Event description:
It was reported through a service report that the foot right siderail was broken. It is unk whether there was pt involvement or any adverse consequences.

Manufacturer narrative:
Results: damaged siderail. Timing link. This user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that patients intentionally damage various device components with unrestrained appendages. Additionally, patients are regularly restrained in manners that conflict with the device's instructions for use.